Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death is unknown. No further information is available at this time.

Event description:
New information received notes that the last device interrogation was performed on (B)(6) 2016 showed normal device function. The cause of death listed on the death certificate is possible acute myocardial infraction due to ischemic heart disease with renal failure listed as a significant condition contributing to death, but not related to cause.